Event description:
Event description guidant received information that this pacemaker had several stored sudden brady response (sbr) episodes. In addition, the patient has continued to have syncopal episodes, one of which caused the patient to fall out of a chair. The device has been implanted less than one month.

Event description:
Boston scientific (formerly guidant corporation) received initial information in 2004 that this pacemaker had several stored sudden brady response (sbr) episodes. In addition, the patient has continued to have syncopal episodes, one of which caused the patient to fall out of a chair. The device was implanted less than one month. Boston scientific crm received new information three years later that this device was part of a legal action. Boston scientific crm has no specific new information as to whether there were any adverse patient effects. This device is included in an advisory population, insignia microcrystal failure mode 1 population ((B)(6) 2005). In 2004, guidant's technical services recommended decreasing the amount of time for sbr to activate pacing. There is no evidence of device malfunction, however the programming options do not appear to have been optimal for the patient. The device remains implanted. As of this report in 2007, the device has not been returned for analysis. There is no additional information related to this event. Boston scientific will continue to investigate the complaint, and if additional information becomes available, the event will be reopened. On (B)(4) 2005, guidant (now boston scientific) issued a physician letter describing various clinical behaviors associated with two identified failure modes that could compromise therapy delivery or limit programmer communication. Manufacturing changes to prevent this failure were made in (B)(4) 2004. This device was manufactured before (B)(4) 2004 and is included in this population. Boston scientific does not have sufficient information to determine that this device behaved in the manner described in the advisory. Additional information was received that this device was later electively explanted in (B)(6) 2013 and received at boston scientific's return product department in (B)(6) 2013.

Manufacturer narrative:
Additional information was received that this device was later electively explanted in (B)(6) 2013. During the replacement procedure, attempts to establish telemetry and interrogate the device were unsuccessful due to environmental noise. Ts suspected that the device's battery was depleted since elective replacement indicator (eri) had been triggered by the device 18 months earlier. The device was explanted and replaced without incident. The device was received at boston scientific's return product department in (B)(4) 2013. The device is currently undergoing laboratory testing. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Interrogation and telemetry issues were not confirmed; however the issues seen in the field may have been caused by the device¿s low battery voltage. It was concluded that the device passed labeled longevity calculations and all testing throughout analysis and was found to meet specifications for normal battery depletion and device operation. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.